Event description:
The manufacturer received information alleging a device was alarming with "vent inoperable" message on screen. There was no harm or injury reported. The device was not in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. Hold for storage. A follow-up report will be submitted when the manufacturer's investigation is complete.